Manufacturer narrative:
The report from clinical study ¿(B)(4)¿ for patient with ID #(B)(6) indicated that thirteen months after the index procedure conducted with an enterprise vrd (enc452212/01425624) to treat an aneurysm of the cavernous sinus, codman coil and non-codman coils, the patient presented to department of the stroke treatment in the hospital because she developed numbness in upper and lower extremities. The mrs was 1, and the event outcome was unknown. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated because it was considered that the event was not caused by the cerebral infarction. The event outcome as of a year after onset was ongoing/unchanged. The medical history consisted of hypertension. The unruptured saccular aneurysm neck was 4.5mm, and the neck to sac ratio was 4.5mm:3.8mm. The parent vessel size diameter proximal was 4.7mm and distally was 4.5mm. The mrs before the procedure was 0, three days after the procedure it was 0, and a month after the procedure it was 0. The act was not measured. No information regarding inr, pt and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of 1-year follow-up, the aneurysm neck was 4.5mm, and the neck to sac ratio was 4.5mm:3.8mm. The parent vessel size diameter proximal was 4.7mm and distally was 4.5mm. The occlusion rate of aneurysm was 100%. The mrs was 0. The 2 year follow-up angiogram was not conducted, and the mrs was 1. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/da, cilostazol 100mg/day, and heparin 7000u was administered intra-procedurally. Prior to implanting the vrd, axcelguide 8fr 90cm/medikit, prowler select plus (mc) microcatheter (606-s255x, 15257521), radifocus gt 180cm 0.012inch(type 45 degrees)/terumo, were utilized. Other devices utilized during the procedure were excelsior sl10 mc (type str)/stryker, neuroute 1012/medico¿s hirata, v-track hydrocoil (6mm x 10cm)/terumo, orbit galaxy coils (640cf0824/13500391, 640cx0408/13500214), deltapaq microcoil (cdf100612-30/g12012), ed coil soft (6mm x 12cm, 5mm x 8cm, 3mm x 6cm total2)/kaneka. During the procedure, jailed-technique was utilized. No further information is available and procedural images are not available. Per (B)(4) report c 14,059: (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425624. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Numbness is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg/da, cilostazol 100mg/day, and heparin 7000u was administered intra-procedurally. Add'l concomitant products: prior to implanting the vrd, axcelguide 8fr 90cm/medikit, prowler select plus (mc) microcatheter (606-s255x, 15257521), radifocus gt 180cm 0.012inch(type 45 degrees)/terumo, were utilized. Other devices utilized during the procedure were excelsior sl10 mc (type str)/stryker, neuroute 1012/medico¿s hirata, v-track hydrocoil (6mm x 10cm)/terumo, orbit galaxy coils (640cf0824/13500391, 640cx0408/13500214), deltapaq microcoil (cdf100612-30/g12012), ed coil soft (6mm x 12cm, 5mm x 8cm, 3mm x 6cm total2)/kaneka. During the procedure, jailed-technique was utilized. No further information is available and procedural images are not available. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Event description:
The report from clinical study ¿(B)(6)¿ for patient with ID #(B)(6) indicated that thirteen months after the index procedure conducted with an enterprise vrd (enc452212/01425624) to treat an aneurysm of the cavernous sinus, codman coil and non-codman coils, the patient presented to department of the stroke treatment in the hospital because she developed numbness in upper and lower extremities. The mrs was 1, and the event outcome was unknown. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated because it was considered that the event was not caused by the cerebral infarction. The event outcome as of a year after onset was ongoing/unchanged.